Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. Results: only broken off portion of denture tooth returned. The portion of denture tooth that remained in the all-on-four was not returned as the removal process requires that it be ground out of the acrylic. Therefore nothing remained to return.